Event description:
The customer reported a failure to discharge during sync cardioversion. The involved pt died. The customer was unable to say if the device played a role in the pt's outcome.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge during sync cardioversion. The involved pt died. The customer was unable to say if the device played a role in the pt's outcome. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.